Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Also, the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage.

Event description:
It was reported that during central processing, the cable wire was broken on the fenestrated bipolar forceps. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the identified broken cable was confirmed to be silver in color with no signs of thermal damage at the site of breakage. The reported issue was initially identified during central processing and the prior procedure in which the subject instrument was last used was completed robotically utilizing the instrument without any identified issues.